Event description:
It was reported that implants could not be deployed. Procedure was completed with a competitor device. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The complaint stated: "during meniscus repair operation implants couldn't be deployed." T1, t2 and suture were returned. T1 was received freed from the device. T2 and balance of suture were still located within the delivery needle track. This device has symptoms of aggressive use. The delivery needle has been bent and extremely twisted. The actuator has been sprung and forced sideways during flexing of the delivery needle. It is wedged inside the needle track. This manipulation is indicative of difficulty with reaching the desired surgical location. The device no longer cycles at all due to needle and actuator disfiguration. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.